Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported from insulet by email on 08/12/2024 that the patient died. The patient¿s death was initially reported by the hcp/local csm to insulet via email. The patient allegedly died on (B)(6) 2024. The death was allegedly related to hyperglycemia resulting from cgm and/or pump malfunction. According to the report from insulet, the hcp reported that the patient appeared to have followed the steps for trouble shooting with changing the omnipod; however, he did not seek medical care. As of (B)(6) 2024, the insulet team had reportedly made attempts to contact the family and doctor and had yet to receive any additional details concerning the use of the cgm and/or pump. Attempts by dexcom to contact the deceased user's phone number to obtain more details about the event were unsuccessful. There were no details about further medical evaluation or intervention. No product was provided for investigation. Data was provided for investigation. A review of the performance data indicates that a sensor session was started on (B)(6) 2024 at 05:21 am. The user wore the sensor for almost seven days, and the sensor session was stopped manually on (B)(6) 2024 at 05:02 am. At 5:28 am a new sensor session was started. At 07:27 am, the sensor warmup completed. At 07:32 am, the first egv recorded was high (over 400 mg/dl). The app did not deliver high glucose alerts because the high alerts were disabled, which is potential patient misuse of the device. The patient¿s egvs remained high (over 400 mg/dl) for over 48 hours until (B)(6) 2024 at 09:42 am, when the app began experiencing temporary sensor failure. At 09:57 am, after 15 minutes of temporary sensor failure, the app delivered a no readings alert at 100 percent volume. This alert repeated every five minutes until 12:02 pm, as the sensor remained in a temporary sensor failure state. At 12:02 pm, the sensor failed, and a failed sensor alert was delivered, repeating every five minutes, starting with a display message, and escalating to 50 percent then 100 percent volume. None of these alerts were acknowledged. The app delivered all alerts within specifications and patient settings and there were no meter values (calibrations) entered during the entire sensor session. Confirmation of the complaint was undetermined. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2024-230268 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, additional information was received which led to the conclusion that this event does not meet the criteria of a reportable event. On (B)(6)2024, contact was made by dexcom with the patient's healthcare provider. The hcp reported that he had spoken with a family member. The hcp denied any product malfunction issues with either the dexcom g6 sensor or omnipod 5 pump preceding the patient's death. The patient reportedly had gastrointestinal (gi) issues the day before his death and experienced vomiting and diarrhea in the evening. He had been very hyperglycemic according to his dexcom since saturday (B)(6)2024. The patient went to bed hoping he would improve. The hcp believed his death to be from diabetic ketoacidosis (dka); however, the medical examiner reportedly ruled death was from "natural causes." There was no documentation of further medical evaluation or intervention. No additional patient or event information is available.